Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade that required pericardiocentesis and drain placement. After performing brockenbrough method, there was difficulty accessing the left atrium with the ablation catheter. On the ultrasound machine, it was confirmed that the catheter had been inserted into the left atrium. When the catheter was inserted into the left atrium, the impedance rose to around 200, so the catheter was pulled back and the impedance returned to 120. After that, the octaray was accessed to the left atrium and mapping was performed. The mapping could be performed with no problem. The ablation catheter was located in the anterior part of the left atrium and seemed that it had slipped out of the left atrium. It was difficult to insert it again while using echo. On the fluoroscopic screen, the physician noticed that the movement of the cardiac shadow was slow, and when checking with surface echo, pericardial effusion was confirmed. The ablation was stopped once and drainage was performed, more than 700 ml was drained (venous blood-like). There was also a decrease in blood pressure, so pressor treatment was carried out. The procedure was stopped and the patient was transferred to the ICU. It is said that the patient's condition has stabilized. The patient had an extended hospitalization. There were no product errors. The physician reported that there was a slight sense of strangeness when the catheter accessed the left atrium. There were no abnormalities observed prior to use of the product nor during use of the product. Additional information was received on 07-nov-2024. The outcome of the adverse event was improved. The ablation never continued beyond the cut-off value. Additional information was received on 13-nov-2024. The physician's opinion on the cause of the adverse event was the procedure. The doctor commented that he should have pulled the ablation catheter once when he felt the catheter was not moving well. No ablation was performed prior to noting the pericardial effusion. Patient fully recovered. The patient had an extended hospitalization due to drain insertion. Transseptal puncture was performed with rf needle. The procedural act was in the 300s.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31421260l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).